Event description:
It was reported that two fibers broke near the connector during a procedure; the procedure was completed using a third fiber. There is no additional information available. There was no injury reported. This report is for the first fiber.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken (proximal end) and separated at the connector. The outer sheath was observed to be melted and burned at the point of breakage. The distal tip of the fiber was also observed to be fractured. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.